Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer advised left pivot link is broken where it hinges, and the right arm upholstery is ripped in the front.